Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents and scratches on distal edge, dented outer tube, loose adapter, image goes out of field, intermittent image drop-out and degraded image transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality and intermittent image drop-out were determined to be due to physical damage and compromised optical and electrical connections. The investigation identified distal fiber breakage, damage to the objective frame and outer tube, a loose light guide connector adapter, and a cracked video connector, which collectively resulted in degraded image transmission and intermittent loss of video signal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a poor image. The issue occurred during reprocessing. There were no reports of patient involvement.